Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were intermittent.

Event description:
It was reported that during a lap. Ablation of endometriosis procedure, the hand activation on the device did not work. Trouble shooting was performed and the hand activation still did not work. They used the footswitch with the device and completed the case with no patient consequence.